Event description:
Reference number: (B)(4). Event occurred in colombia. It was reported that patient faced hyperglycemia event on 20-feb-2026 due to which the patient got hospitalized. The blood glucose was high was more than 4 hours. The blood glucose level was 500 mg/dl at the time of the event and got treated with insulin. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2026-01983), was submitted on 10-mar-2026. Upon completion of the investigation, the manufacturing date was updated as 04-jun-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms). A query was run in the eqms on 15/apr/2026 against "lot number" "6001901" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6001901 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6001901" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaints is (B)(4). Query export results lot 6001901 for similar complaints. Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other twelve records were previously closed or under investigation but are not applicable to this investigation. Device history record (DHR) review: the lot 6001901 was manufactured according to work instruction (wi) version 76 and manufactured in the machine m12, on 04/jun/2023 with a total of (B)(4) units. Sub-assembly: assembly: the sub-assembly of the lot 3f02445 was manufactured according to the wi version 26 and manufactured in the quick set line, on 18/jun/2023, with a total of (B)(4) units. The sub-assembly of the lot 3f02446 was manufactured according to the wi version 26 and manufactured in the quick set line, on 18/jun/2023, with a total of (B)(4) units. The sub-assembly of the lot 3f02447 was manufactured according to the wi version 26 and manufactured in the quick set line, on 19/jun/2023, with a total of (B)(4) units. Sub-assembly: gluing of tubing: the sub-assembly, gluing of tubing of the lot 3f02433 was manufactured according to the wi version 38 and manufactured in the machine mp05, on 15/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3f02434 was manufactured according to the wi version 38 and manufactured in the machine mp08, on 15/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3f02150 was manufactured according to the wi version 38 and manufactured in the machine mp04, on 15/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3f02429 was manufactured according to the wi version 38 and manufactured in the machine mp04, on 17/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3f02436 was manufactured according to the wi version 38 and manufactured in the machine mp05, on 16/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3f02152 was manufactured according to the wi version 38 and manufactured in the machine mp08, on 13/jun/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6001901 and related malfunction codes. One complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.